Event description:
The initial reporter stated the pt was hospitalized due to an overdelivery. The nurse with the infusion provider was contacted for more details she stated that the pt's family reported to them that the device was delivering bolus' without the pt demand. The pt went to the hospital, there is no further info regarding the hospitalization. The nurse did report that the pt recovered.

Manufacturer narrative:
Device evaluation: the suspect device was returned and evaluated. Delivery, functionality and accuracy tests were performed, the device was found to pass all delivery, functional and accuracy tests. The device event history log was downloaded and analyzed. The event log indicates that the device was powered down in 2009, and was not powered back up until eight days later. The pt was reportedly hospitalized two days prior, for narcotic overinfusion due to alleged device malfunction. The device history log indicates that the device was not in use at the time of the hospitalization. No operational or functional failure was detected and the product was within specification.